Manufacturer narrative:
Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product .

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's therapy has intermittently been turning on and off. Troubleshooting was unable to resolve the issue. As a result the ipg was explanted and replaced resolving the issue.